Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from drawer 6.2, which was not recognized on the communication bus. A field service engineer replaced t-card,control card and position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 6.2 had malfunctioned. The customer reported that the malfunction occurred when user trying to issue the medication to patient. The customer confirmed that there was no delay to the patient medication. There were no adverse events or injuries reported based on this incident.